Event description:
Litigation papers allege: the patient has suffered and will continue to suffer in the future great pain, mental anguish, disfigurment and deformity; he has incurred and will in the future incure the expense of hospitalizations, physicians and other medical care as a result of the implant. He also has rquired numerous surgical operations as a result

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.